Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided); cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, customer continued to use the pump for insulin therapy and declined further assistance from tandem technical support regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.